Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited oversensing of atrial fibrillation (af) resulting in an inappropriate shock. The ventricular fibrillation (vf) zone was subsequently reprogrammed to mitigate further inappropriate therapy. This device remains in service. No adverse patient effects were reported.